Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the spring is broken off. The nut became loose and got lost. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The complaint handling unit (chu) investigation of the complained implant holder has shown that a complete spring element including fixing screw is missing and the counter nut of the thumb wheel is also missing. The review on the material and manufacturing documents revealed that the present implant holder has been produced in july 1998 and fully conforms with the current specifications. This instrument is 15 years old the complaint condition is likely the result of very long periods of use. No product fault could be detected. The complaint was determined to be invalid.